Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was experiencing burning pain in the neck and severe pain from the pocket site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing burning pain in the neck and severe pain from the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.